Event description:
It was reported the patient inadequately charged the ipg for only 15 minutes a week or every other week, against recommended recharging instructions. As a result, the patient lost stimulation in (B)(6) 2019 and the ipg became inoperable. To address the issue, the physician explanted and replaced the ipg with a new model. Postoperatively, effective therapy was restored.